Event description:
Patient reported capsular contracture baker grade iii/IV on the right side. Healthcare professional further confirms that on explant, "right implant with capsular contracture was covered with calcium deposits/build-up." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d9, g2, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported capsular contracture, baker grade iii/IV, on the right side. Physician further confirms that on explant, "right implant with capsular contracture was covered with calcium deposits/build-up." The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported capsular contracture, baker grade iii/IV, on the right side. Physician further confirms that on explant, "right implant with capsular contracture was covered with calcium deposits/build-up." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Calcification-breast: observed, white particles calcification-like were observed on the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.